Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was chipped out on both front corners and the battery door was cracked. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the primary audible alarm. The damage to the top case was verified during the visual inspection. The root cause of the primary audible alarm post error was unable to be determined. A corrective and preventative action has been opened to address the reported issue. The root cause of the physical damage was due to impact by the customer. Replaced top case and battery door. Replaced speaker as preventive measure. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was chipped out on both front corners and the battery door was cracked. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the primary audible alarm. The damage to the top case was verified during the visual inspection. The root cause of the primary audible alarm post error was unable to be determined. A corrective and preventative action has been opened to address the reported issue. The root cause of the physical damage was due to impact by the customer. Replaced top case and battery door. Replaced speaker as preventive measure. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited watchdog failure and cracked top case. No patient injury reported.